Manufacturer narrative:
This report is submitted on november 23, 2023.

Event description:
Per the clinic, due to pressure sore over the magnet, the patient experienced a skin breakdown and developed an infection at the implant site exposing the receiver/stimulator. Subsequently, the patient was treated with oral antibiotics, however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report.